Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply stayed activated; they pulled the harvesting device out of patient and it wouldn't shut off until they disconnected the wires from device to power generator. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply stayed activated; they pulled the harvesting device out of patient and it wouldn't shut off until they disconnected the wires from device to power generator. The hospital did not report any patient effects.